Event description:
It was reported that the twist clamp of a minicap extend life pd transfer set leaked. This occurred during an unspecified step of peritoneal dialysis therapy. The transfer set had been in use for two weeks. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with 2gm vancomycin and 2gm ceftazidime intraperitoneal. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.